Manufacturer narrative:
Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to pair and perform functional test due to physical damage. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer's complaint for screw is not moving as intended could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unable to twist the plunger. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105elgyna was requested and customer response was the device will be returned. The customer will discontinue using the device.